Manufacturer narrative:
B5: additional information: reportedly the lens was exchanged on (B)(6) 2021. "Surgery went well, patient happy!" Vision is 20/25, iop within normal range. H6: investigation finding 114 was reported previously in error. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was removed and replaced with a shorter length lens due to elevated iop (23mmhg) with out pupil block and angle closure (assessed on (B)(6) 2021) and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor, lens increased iop, made ac shallower.